Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/17/2016, to claim intermittent audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available. Data download log was provided by the patient and reviewed for evaluation on 09/23/2016. However, data did not include the date of issue. Therefore, the reported event of 080 intermittent audio output could not be confirmed. The root cause could not be determined.